Event description:
It was reported that during a shoulder arthroscopy, the yellow cut-off selector button of the werewolf coblation wand remained pressed during the procedure, a 'multiple buttons have been pressed simultaneously error message was displayed on the console screen. The stuck button caused the handpiece to be activated continuously. The procedure was completed with a non-significant delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. The tip is worn from use and the saline line is ripped off the device. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found a wand end of life error. Using bypass software the device had no issues producing plasma or activating. No buttons remained activated or had a hard time pressing the button to activate. The errors occurred in testing. The saline line cannot be tested due to its damage. Wand data shows the device experienced a multiple button press error. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the stuck button was not determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. The root cause for the "multiple buttons have been pressed simultaneously" error message has been associated with unintended use of the device. Factors that could have contributed to the failure include the wand´s connector or cable got damaged, or saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time.